Manufacturer narrative:
The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a surgeon had a couple of cases where the next morning after surgery, there appeared to be no gas bubble in the patients' eyes. The nurse requested information on the gas tank and if the system would notify if the gas tank had not been opened or barely open. Additional information has been requested, but the surgeon refused to provide further information.